Manufacturer narrative:
It was reported that the screw broke. Visual evaluation identified that the screw had fractured in half. However, without the return of the device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined as the device was not returned. The reported event is confirmed based on the investigation of the returned picture.

Event description:
It was reported that during a dex procedure, when the surgeon was entering the screw, it breaks without being forced. The surgeon was able to remove the device by using an instruments from another manufacturer. The case was completed by using a new device.